Event description:
It was reported while using bd vacutainer® serum, the cap of an unspecified number of tubes was involuntarily opening up during sample collection. Additionally, there was sample leakage during pneumatic chute transportation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the cap of an unspecified number of tubes was involuntarily opening up during sample collection. Additionally, there was sample leakage during pneumatic chute transportation. No adverse impact was reported regarding the patient or user.